Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 237 mg/dl and the cause was not known. During a pump system check, a small air bubble was observed in the cartridge tubing. Additionally, the customer reported humalog insulin is used, and the cartridge is used for 3-4 days. Review of the pump settings showed that the correction factor and carb ratio settings were 1u:60mg/dl instead of 1u:55mg/dl. Reportedly, the customer transferred the settings from a previously used non-tandem pump. Tandem technical support assisted the customer in successfully adjusting the pump settings.